Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8300 error code 571.6241. 8300 sn: (B)(4) customer was having this error code and was wondering what is the cause of the error. I explain to the customer that it could be two reasons on why the unit is having this error code. The first reason could be that you need to change the mircostream disposable set. The customer stated that he changed the set twice. And that he's still getting the error. I then explain to the customer that he need to change the oridion board. The customer said ok that what I thought and then said thank you and ended the call.